Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a distributor via email that an ar-12990n knee scorpion needle broke. This was discovered during a procedure on (B)(6) 2021. The suture got stuck in the clamp and when it got removed, the suture broke. Surgeon reassembles and the suture passes again, the needle breaks.